Manufacturer narrative:
The actual device was returned for evaluation. Received broken piece of 15fr drain, 9cm long, it is the fluted distal part of the drain. The broke surface is very indented, matches the breakage following mechanical damage of the drain. The drain broke following previous mechanical damage/cut. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent laparoscopic nephrectomy on (B)(6) 2015 and a drain was implanted. The drain snapped in half when going to remove the drain from the patient post-operatively in the ward. The remainder of the drain was left in the patient. CT scan was performed. It was reported that the surgeon followed up (B)(6) 2015. The patient is complaining of pain and wants the remainder of the drain removed. Additional information has been requested.

Manufacturer narrative:
On (B)(6) 2015, the patient underwent further surgery to have the retained portion of the drain removed. (B)(4).